Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a laparotomy procedure, the device did not seal the tissue although an endtone (indicating a completed seal cycle) was heard. In addition, the jaws of the device jammed shut while applied to patient tissue. The surgeon was able to remove the device by hand without any tissue damage, but minor bleeding occurred. Reportedly, there was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report : 02/26/2015. Date of follow-up report : 03/27/2015. One device was returned and evaluated. Visual inspection found no defects. The jaws were not stuck shut. When the handle was activated, the jaws opened and closed normally. The device wast activated on simulated tissue with acceptable results and a visual seal effect was observed. Further functional testing was performed on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's complaint. All seal cycles completed satisfactorily. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.